Event description:
Following the insertion of a left cath PICC line, during the withdrawal of the guidewire, a small piece of shredded material was noted coming out of the cannula. The line was flushed without resistance. After examining the guidewire and the shredded material, the PICC line was removed.